Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 9347642. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: DHR review: the complaint gauge is 20g,assembly at auto line 1 in (B)(6) 2020, lot quantity is 136k. Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality for it. Reviewed the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Description of complaint information: the catheter was found to be broken during the puncture. No actual sample or picture returned, the defect status could not be confirmed. Check incoming inspection records of catheter, no abnormality was observed. (The catheter for production of this batch is spool material, material number: 8015335, batch number: 9274807/9289795/9297758). Check the catheter pull force for 2pcs of this lot, no found any abnormal, all above the spec(3n). No same complaint was received from the complaint lot. No defective sample returned, and no abnormality found on process, the status of indwelling needle puncture was unknown, the root cause of catheter broken cannot be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the catheter tube was found to be broken during the puncture of the intravenous infusion indwelling needle, and the puncture was completed by replacing the indwelling needle immediately.